Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: our field service engineer was onsite for a system evaluation. Performed total system check including optical alignment. Verified no artifacts present. Fse confirmed aspirator position and flow within specifications. Performed all motor calibrations and verified all within specs. Fse aligned laser tracker cameras and verified iris beam sizes all accurate. System was operating properly. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported central islands in post-operative photorefractive keratectomy (prk) patients. The number of affected patients remains unspecified. No surgical procedures were undertaken to address the central islands. Sodium chloride drops was used as the treatment, which resolved the condition over a period of weeks or months.

Manufacturer narrative:
Section h11. Additional narrative, no malfunction. Alarm triggered, adjustments made but no parts replacement. Aligned optics and laser tracker cameras. Met all specifications prior to release. The reported issue is an anticipated/expected event for (0030-1479) and does not represent a new risk. The risks and mitigations associated with the complaint issue are identified in existing risk or labeling documents and no new issues/risks were identified as part of this investigation. Corrected data, based on further review of the complaint file, it was noted that the device manufacturer date was not accurate on the initial medwatch report. The following sections have been updated accordingly. Section h4. Device manufacturer date, 09/09/1999. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.